Event description:
It was reported that the customer experienced frequent occlusion alarms, with one occurring earlier in the day before contacting support. Despite these issues, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl or cause a high reading on the cgm. To resolve the occlusion events, the customer performed cartridge changes and continued insulin use. Tandem technical support transferred the call for additional assistance.